Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed an irritation of red, itchy stripes underneath his right arm and on the chest where the garment sits. The patient was given a panthenol ointment while in the hospital. It was reported that the patient's irritation improved after using the panthenol ointment.